Event description:
Additional information received from the patient reported that there was a loss or change of therapy. The device was not working. It was clarified that she was still going to the bathroom a lot and going through pads. The patient had not tried increasing stimulation. The patient didn't feel stimulation and therapy was on. The patient was on program 3 at 1.7v and it was increased to 2.5v, where she felt painful stimulation in her butt. Stimulation was decreased down to 2.3v, where it was comfortable stimulation. It was noted that the patient had fell a couple of months ago in 2016. The fall could be related to this issue. An appointment with the healthcare professional (hcp) was scheduled for (B)(6) 2016. It was noted that still going to the bathroom issue started about 2 weeks ago in (B)(6) 2016. A hcp later reported that no intervention was necessary for the loss of therapy. The patient was seen on (B)(6) 2016 and was doing well.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had experienced a loss or change of therapy. She was no longer getting therapeutic benefit. The device was implanted to help with urinary incontinence. She was leaking and wets her pants. The patient does not feel stimulation and therapy was off. Currently the situation was not resolved. There was no medical procedures/emi that could be related to this issue. There was a falls reported that could be related to this issue. She fell on her back in the beginning on (B)(6) 2016 after implant (not known if its related to loss of therapy or not) the patient increased amplitude and does feel stimulation in the correct area. The patient made changes from program 3 at 0.8 volts to program 3 at 1.7 volts. This was consider a gradual change in therapy/symptoms. Event date was in (B)(6) 2016.

Event description:
Additional information reported that patient's stimulation was not working and was going through pads like crazy. The patient stated it has been a long time and did not know the date it started. The patient called her health care provider (hcp) and was redirected to manufacturer company to try the options (e.g. Increase settings, try another program, etc.). The patient stated the program only worked one day after last call to representative on date (B)(6) 2016. The patient stated she was feeling the same as she was before she got the implant. The patient had her patient programmer and was currently on program 2 at 1.9v with lightning bolt. The patient increased up to 2.5v when sitting and then when patient services asked patient to stand she decreased the setting down to 2.2v where it was comfortable. The patient didn't know if she changed to program 2 because she was previously on program 3. The patient was assisted through how to navigate over and obtain information (program 3 at 1.5v; program 4 at 0.9v and program 1 at 1.9v).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.